Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received at service center and evaluated. The complaint can be confirmed. It was observed that the anchor was attached to the distal tip of the inserter. The device was damaged at the distal tip of the anchor to the proximal end. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, given the information provided the suture anchor was broken within the device, we cannot discern a definitive root cause for the reported failure. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the healix advance br3 suture anchor was broken with in the package. There was no patient harm was reported. It was unknown if there was any surgery delay due to the reported event. It was unknown if the fragments were generated and removed without additional intervention. It was unknown if the procedure was completed successfully. It was unknown if any other medical intervention were required. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.